Event description:
Patient with a history of bilateral hearing loss. She received cochlear implants 5 years ago. She has done quite well with it. The implant was deemed a failure by the company and a replacement device under warranty was given.